Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Customer's blood glucose was between 222-417 mg/dl.

Event description:
Customer reported a past high blood glucose event with the exact high value unknown, though it was indicated as "high." Cause was not known. To resolve the high blood glucose, the customer administered a correction bolus via the pump while the control iq feature was active. Moreover, as recurring high blood glucose levels occurred, customer technical support transferred the call and requested follow-up for additional assistance.